Manufacturer narrative:
The device has been received for analysis. Upon completion of the complaint device failure analysis, if identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 24, 2009, that an ultraflex non-covered tracheobronchial stent was used during a procedure. According to the complainant, during stent release, the suture was broken. The delivery system was cut with scissors and the stent was deployed by pulling the remaining suture at the proximal end. The procedure was completed with the same ultraflex non-covered tracheobronchial stent. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of this procedure was reported to be "good".